Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 297 mg/dl. Customer stated battery compartment and down the back of the insulin pump had crack. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.